Event description:
On 08/08/2022, it was reported by a sales representative via sems that a ar-9236-02pp glenoid trials middle peg broke off. This occurred on (B)(6) 2022 during a total shoulder arthroplasty when using the device the middle peg broke off inside of the patient. Th broken fragment was able to be fished out with relative ease. There was no additional information provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.